Manufacturer narrative:
Device returned to manufacturer: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no kinks or issues with the shaft or hypotube of the device.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 100% stenosed, mildly calcified and mildly tortuous lesion in the left circumflex. The 10mm x 3.5mm wolverine coronary cutting balloon ruptured at an unknown pressure. The procedure was successfully completed with another of the same device without further issue or patient injury.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 100% stenosed, mildly calcified and mildly tortuous lesion in the left circumflex. The 10mm x 3.5mm wolverine coronary cutting balloon ruptured at an unknown pressure. The procedure was successfully completed with another of the same device without further issue or patient injury.